Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical (B)(6) service workshop inspected pentax model eb15-j10/serial (B)(4) and confirmed the following: distal body deformed, leaky. Spot in the image. Ift and segments squeezed. The customer complaint was not stated. Service stated the defects were caused by external force. The device is pending repairs. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.